Event description:
It was reported that customer went the emergency room (ER) and was subsequentially submitted to intensive care unit (ICU) due to low blood glucose level. Reportedly, the customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. While in the ICU, the customer was treated with 300 ml of intravenous glucose, glucose gel injections and a saline drip. The customer was released from ICU with the reported issue resolved and no permanent damage on (B)(6) 2026. The customer alleged at the time of report that they delivered too much insulin, noticed more insulin doses than remembered on tandem source, and saw an unknown message during dosing, although no related entry was found in pump history or reports. The customer will continue to monitor bg levels and consult healthcare provider for additional assistance. No additional information was provided at the time of report.